Event description:
The manufacturer became aware of an allegation of philips CPAP device that the reporter states her husband is deceased. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer¿s investigation is ongoing. A follow up report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.